Manufacturer narrative:
Evaluation: analysis of labeling performed, (the device was discarded by the user). Results - bleeding at access site. Additional manufacturer narrative: the device involved in the reported event was discarded by the user; therefore, a complete investigation of the suspect device cannot be conducted by the manufacturer and a conclusive root cause cannot be determined. However, a comprehensive evaluation of the device's labeling, device history record, and complaint history review was conducted in concert with follow-up interviews with the user for additional information related to the event. The event was reported for a hematoma that developed following the 13 fr peel-away sheath removal and repositioning sheath advancement. Follow-up interviews with the site, reveal that a fellow participating in the case had broken away the 13 fr sheath prior to removing it from the patient's vessel which is the most likely root cause of the damage and resultant bleeding at the arteriotomy. Separate from this peel-away sheath issue, the attending physician reported that he believes a portion of the re-positioning sheath did not reach into the femoral artery and that it did not have an "area" large enough to occlude vessel: that the re-positioning sheath overall was simply not long enough by design. Nevertheless, the physician did report that "the [impella] device did what it had to do to support the patient during its use." The IFU(0046-9005 rev. B), mentions on page 5.16 "remove the 13 fr peel-away introducer completely from the artery over the catheter shaft" and states "grasp the two "wings" and bend back until the valve assembly comes apart. Continue to peel the two wings until the introducer is completely separated from the catheter shaft". The clinical staff was trained on the proper removal technique of the introducer during the case and in follow on training sessions. Lastly, bleeding at the groin site is a known, inherent risk of the procedure. A review of the complaint database shows this to be the only occurrence of this event type within the previous 12 consecutive months. Additionally, a review of the pump device history record showed that is was manufactured and tested in accordance with all specifications. All known and reasonably obtainable information has been evaluated and reported herein. No further action is warranted at this time.

Event description:
It was reported that a patient underwent high risk percutaneous coronary intervention, using an impella 2.5 pump as a partial cardiac assist device. The impella, including the introducer sheath and catheter, were placed without issue and the intervention lasted approximately two hours during which three target coronary vessels were treated under the planned approach. Following successful pci, the physician elected to continue impella support by moving the patient to the ICU for continued therapy. In order to prepare the patient for transfer to the ICU, the peel-away sheath was removed and the repositioning sheath was advanced into the arteriotomy but without success. The physician was unable to occlude the arteriotomy using the impella's repositioning sheath and the patient developed a large hematoma at the lfa site which was confirmed by a CT scan. A femostop was attempted to gain hemostasis, but it was unsuccessful due to poor placement. Manual pressure was applied to the groin site, the impella was discontinued, and the patient was taken to the operating room where the lfa was repaired after locating a "clean looking hole" in the artery. The patient received six units of packed red blood cells in response to the blood loss related to the reported hematoma. The repair to the lfa was reportedly noninvasive and achieved with a few sutures.